Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02148.

Event description:
The patient was undergoing a coil embolization procedure using a pod3 and a pod packing coil (podj). During the procedure, the physician accidentally bent the pusher assembly of a pod3 while attempting to advance the pod3 through a lantern microcatheter. It was also reported that the pusher assembly of the podj was bent when attempting to advance it through the lantern. Both the pod3 and the podj were, therefore, removed and were not used in the procedure. The procedure was completed using additional ruby coils and pod coils. There was no report of an adverse effect to the patient.